Manufacturer narrative:
MFR's report date: 05/11/2011. (B)(4). An investigation could not be performed. Reporter indicated that the device is not available for eval. The cause of reported leak is unk.

Event description:
Customer reported while infusing doxo, it appeared that a leak was coming from the connection area at the end of the primary tubing just before spiro, but it was difficult to tell for sure. No product will be returned for this event. Customer stated no add'l pt/event info will be provided.